Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient was hospitalized due to severely elevated blood glucose levels exceeding 400 mg/dl and diabetic ketoacidosis (dka). The primary treatment method involved the use of an intravenous drip. The duration of the hospital stay was brief, lasting less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.